Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: can you please clarify if there was any change in the post-operative care of the patient? Were there any patient consequences? If yes, please describe. Response: in the immediate consequences, the patient was back to the block for hemorrhage in the night. After that for the moment, there have been no incident. The risk is the recurrence of his hemorrhoids attacks due to a non optimal treatment. Additional information was requested and the following was obtained: can you please clarify what was meant by ¿back to the block?¿ the surgeon operated again the patient (back to the operating room). Was an additional surgical procedure required? Yes. What is the surgeon¿s experience with the pph procedure? According to the sales rep, the surgeon uses the device properly. Why do they believe the circular knife was defective? According to the sales rep who has observed the device, the circular knife is damaged in two places. What was done to address the hemorrhage in the night? Suture with thread. What was the grade of hemorrhoids? Grade ii iii . What was the location of the hemorrhoids; isolated on one side or circumferential? Circumferential. Was device difficult to close? No. Was the device difficult to fire? No. Was a complete transection of the cutting washer confirmed? The complete cutting has not been performed, this is the issue. Were 2 pph03 devices used in the initial procedure? Yes. What is the current patient status? The patient went back home, he no longer consulted the surgeon so a priori he is doing well.

Event description:
It was reported that during a longo procedure, at the stapling, the cutting was incomplete and non circular. More than a half of the circumference was cut and non stapled. The circular knife is defective. Clinical consequences: per operative bleeding. Risk of an anal steanosis because of a second stapling was needed.